Manufacturer narrative:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the retu rned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a breath delivery (bd) power on self-test (post) error while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) verified the event and replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the latest version. The unit passed all testing and operated within the manufacturing specifications.